Event description:
The customer stated that he was hospitalized for high blood glucose levels and vomiting, with a reading of 28 mmol/l. The customer stated that he inserted the infusion set on his lower back, and the cannula came out bent when it was removed. Troubleshooting was not possible during the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.